Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Pump powered back on and functioned normally once connected to power, and the customer was educated on battery best practices and continued to use the pump for insulin therapy.